Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was facing problems with startup. Upon functional testing, the fse identified that the cause was an issue with the image processing pc (ippc) software. The fse downloaded the ippc software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was having not booting up. No harm has been reported to philips. Philips has started an investigation of this complaint.